Event description:
The customer reported to baxter (B)(4) on (B)(6) 2010 an incident where the syringe code had a hole in it and the piston was broken with the specific patient home bag. This incident occurred before use. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
The sample is reported to be available for evaluation. A follow up report will be filed if the sample is returned and evaluated or if any additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).

Manufacturer narrative:
(B)(4). The product with the alleged defect is not a baxter product; therefore, baxter does not have reporting responsibility.